Event description:
Procedure type: cholecystectomy. According to the reporter: a plastic strip loosened from endo catch when it is closed and taken out of the abdominal cavity. No extension of operation, no blood loss, no extension of incision, no change of operation,no loss or damage to tissue. Plastic part fell into abdomen and had to be retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).